Event description:
It was reported who placed the implant a long time ago and the office is no longer open. The crown broke off and screw broke on the inside of the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). .